Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin. Net with the implantable cardiac monitor exhibiting under-sensing. T waves were also reported to be large but not over-sensed. It was determined that variation in wave morphology was likely positional. No interventions were made. The patient was stable and will continue to be monitored.